Event description:
Spectra optia mnc disposable set, lot #04v3217. Developed blood leak 7 hours and 34 minutes into collection. Collection ended. Pt disconnected. After second event 3 days later, all sets of lot #04v3217 removed from inventory. Defective set returned to bct for eval. Terumo bct service cleaned and inspected machine and returned to service. At 394 minutes, 'leak in centrifuge' alarm occurred. Product line sealed immediately. Procedure sealed immediately. Procedure aborted without rinseback. No concurrent treatments occurring during collection. Dates of use: (B)(6) 2013. Diagnosis or reason for use: mantle cell lymphoma. Event abated after use stopped or dose reduced? Yes.